Manufacturer narrative:
Date of event: used the 1st day of the month of the aware date as event/procedure date since no date provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced but failed to treat the lesion. The lesion was then pre-dilated, however it was noticed that the stent strut was broken. No further patient complications were reported.